Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and to correct the initial report.   Per additional information received from the treating physician¿s office, the patient's echo results on post-operative day (pod) 1 showed a mean gradient of 7mmhg with no aortic insufficiency.  Echo on pod 24 showed a 26mm sapien 3 transcatheter valve with appropriate valve function.  The exact cause of death was not provided.    The available medical records indicate the patient presented to the hospital with failure to thrive and hypotension on pod 21. The patient¿s spouse reported general decline 'for weeks' with delirium, weakness, and poor oral intake. The patient was enrolled in hospice per family wishes on pod34.  The operative report was not provided.   Based on the information provided, there was no allegation an edwards device failure caused or contributed to the patient¿s death.  The available information does not suggest the patient¿s death was related to the ew valve or that there was valve dysfunction. Therefore, this event is not FDA reportable.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards implant patient registry was notified of this patient death by the patient's spouse. The patient received a 26mm sapien 3 transcatheter valve in the aortic position and expired after an implant duration of 1 month and 5 days. As reported, the spouse stated that the death certificate noted the patient expired due to complications from the aortic heart valve. The spouse wanted to notify edwards of the death.